Event description:
Acute pain in the left knee [arthralgia]. Swelling in the left knee [joint swelling]. Effusion in the left knee [joint effusion]. Febrile [pyrexia]. Case description: spontaneous report was received on (B)(6) 2013 from a physician assistant regarding a (B)(6) female patient, (B)(4), with osteoarthritis of left knee. The patient's medical history was significant for previous treatment with synvisc one (hylan g-f 20). It was reported that the patient did not experience any problem with the first synvisc one injection. On (B)(6) 2012, the patient received treatment with synvisc one injection, into the left knee (route and dose not provided). The lot number for synvisc one was not provided. On an unspecified date in (B)(6) 2012 (one to two weeks later), the patient developed pain in the left knee and swelling in the left knee. The patient was also reported to be febrile (pyrexia). On an unspecified date, the patient underwent arthrocentesis (joint effusion) and unknown amount of joint fluid from the left knee was aspirated. The patient received treatment with high dose anti-inflammatory drugs for the events of pain in the left knee, swelling in the left knee and pyrexia. On (B)(6) 2012, the patient underwent irrigation and debridement in the operating room for the events of effusion in the left knee, pain in the left knee and swelling in the left knee. The events of pain in the left knee, swelling in the left knee and pyrexia had not yet recovered (the patient was feeling better). The outcome for the event of effusion in the left knee was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assistant did not provide the relationship between synvisc one and all the events.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.